Event description:
Customer reported blood glucose results of 200 mg/dl, 500 mg/dl, and 76 mg/dl within ten minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.